Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 400 mg/dl. Customer was admitted to the hospital on 2/16, was treated intravenously with saline and insulin, and was released from the hospital 4 days later with the issue resolved and no permanent damage. Tandem technical support followed up with the customer to complete troubleshooting, but customer declined system check and no additional information was provided.